Manufacturer narrative:
Based on the claim against the product by the customer noting repeated errors, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the erbe to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The customer reported complaint was replicated. An error c-34 was displayed during boot up. The complaint regarding repeated error was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the system had an error with the integrated electrosurgical unit (iesu/erbe). The customer switched to the force triad generator to proceed. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and found repeated error c-34 errors. The procedure was completed with no reported injury.